Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt would not communciate with a test monitor. Upon evaluation, the pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) was pinched, inducing a short on the dn pca board. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.